Event description:
The customer reported elevated troponin I (access accutni) results involving the unicel dxc 600i synchron access clinical system. The customer stated one patient's sample produced an initial result of 0.92 ng/ml. The customer retested the sample on the same instrument and obtained lower results of 0.47 ng/ml, 0.57 ng/ml, and 0.61 ng/ml. No result was reported from the laboratory for this patient. The laboratory's acute myocardial infarction (ami) cutoff value is 0.5 ng/ml. The customer tested the samples through an alternate methodology and obtained results of 0.0 ng/ml. The customer then performed three levels of quality control; level 1 and level 2 failed (elevated), and level 3 was within range. Calibration also failed due to low coefficient of variation (cv) and bad fit. The customer stated six troponin patients' results were reported out of the laboratory prior to customer suspecting there was an issue. The customer did not know if there was a change to patient treatment based on the reported results. There has been no report of patient consequence associated with this event. Advising use of proper personal protective equipment (ppe), beckman coulter customer technical support (cts) instructed the customer through replacing the aspirate probes, initializing the system to ready mode, and programming system check. The customer noted system check passed. Beckman coulter customer technical support also advised the customer to perform a 15-repetition precision study on level 1 qc through the closed tube aliquotter (cta) to determine system performance specifications. The patients' samples were collected in 5 ml serum tubes and centrifuged at 40,000 rpm (rotations per minute) for five minutes (for general chemistries) then poured into another tube and centrifuged for an additional three minutes. The customer stated samples were of good quality. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered rust around the transducer tubing seal and was unable to maintain the transducer 197v voltage. The fse replaced the transducer and the ultrasonic pcb board to resolve the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, hardware is the likely cause of the event. The transducer was replaced as it would not maintain the 197v voltage. Beckman coulter continues to track and trend any incident related to this issue.